Manufacturer narrative:
(B)(4). This is a report of a use error where the patient had the cap on the patient line removed during priming and also had a clamp open on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to remove the pull ring cap from the patient line connector after priming the disposable set, when the patient is ready to connect to the transfer set. The guide also warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during the initial drain of peritoneal dialysis therapy while the patient was connected. During troubleshooting, it was found that a clamp was left open on an unused supply line. The care giver (cg) also stated that the cap on the patient line had been removed during the prime. The technical service representative (tsr) assisted the cg to end the therapy advised the cg to start over with all new supplies. The tsr also reviewed proper procedures with the cg. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.